Manufacturer narrative:
Final analysis of the stimulator revealed the setscrew was backed out too far.

Event description:
It was reported the device would not hold the lead in place after it was screwed in and tightened. The device was never implanted in the patient. No symptoms were reported. No injury or adverse event was reported. About two weeks later, it was reported the patient had recovered without sequela. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.